Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Six week post operative back out of screw. Patient had a 2-level acdr at c5-6, 6-7. Angulation of the 14 mm screws were good. The patient was reviewed at a 2 week check up and the construct appeared with no indications of back out. The patient returned for a 6 week check up and x-ray revealed the most caudal left screw had backed out, significantly (several millimeters). Patient underwent revision surgery on (B)(6) 2016 to remove the backed out screw and replace with a rescue screw. No patient injury or surgical delays have been reported; revision surgery completed as expected.

Manufacturer narrative:
The received screw was microscopically investigated and found to show normal wear marks. The device quality and manufacturing history records of batch 52151938 were reviewed as well as the production documents, all were found to comply with specifications and do not present any discrepancy. No other similar incident has been brought up for our attention in relation to this batch. The x-ray picture that was provided shows that the screw possibly had contact to the cage. In this case the most likely cause for the back -out is micromotion together with forces pushing the screw out. Corrective/preventive action not required.